Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with leakage.

Manufacturer narrative:
One full shelf carton was returned in good shape. Five random samples were pulled from the shelf carton and leak tested. No failures or issues were observed. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of the testing performed on the returned samples were acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 6007656 had 45 visual inspections performed on 2,250 parts with zero defects noted. Six leak tests were performed on 30 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported with the use of the bd precisionglide needle there was an issue with leakage.